Manufacturer narrative:
Citation: özdamar et al. Successful stent-retriever thrombectomy for acute cerebral embolization after transcatheter aortic valve im plantation. Anatolian journal of cardiology. December 2020, volume 24 (supp 2), p. 3, so-10. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old female patient with aortic stenosis who underwent implant of a 29-mm medtronic evolut r bioprosthetic valve (no unique device identifier numbers provided). Ten minutes after valve implantation the patient developed left-sided hemiplegia and severe dysarthria. A subsequent angiogram showed an intraluminal clot leading to total occlusion in the inferior division and nearly total occlusion in the superior division of the right middle cerebral artery (mca). After consultation with the neuro-intervention team it was decided to continue with mechanical thrombectomy. The clot was retrieved with a stent retriever. A post-procedure angiography showed full recanalization of m1, m2 and m3 branches of the right mca. The authors emphasized that mechanical thrombectomy can be an immediate and effective method of treatment in tavi cases complicated by cerebral thromboembolism. No additional adverse patient effects or product performance issues were reported.